Event description:
Additional information received reported that the culture came back negative for any infection. The patient was doing ¿great¿ and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's personal therapy manager (ptm) delivered a bolus on sunday night ((B)(6) 2014), but since then the patient had not been able to do a bolus with the ptm. The patient was located at their sister's house. The patient got "poor communication/unsuccessful message" on the ptm. Patient tried to communicate with the ptm in the bathroom and patient received the unsuccessful communication screen message. It was reported that this had happened to the patient before and a few days later the ptm worked when the patient was at their son's place. The pump system was delivering morphine. It was reported that it was determined that the patient's personal therapy manager (ptm)quit working, replacement was sent to the patient but patient continued to have the same issue as before. It was reported that the patient went to their healthcare provider (hcp) and they discovered that the pump was upside down in the patient's "stomach or her body." The hcp flipped pump back over so that they could put more medicine in it. (No outcome or symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that a revision was done (B)(6) 2014 to secure the pump back down. During the revision they discovered "a little fluid" in the pocket. The hcp sent it to be cultured as it might have been an infection. The hcp took the pump to the back table and washed it off and used the same pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial#(B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).